Event description:
The office claims one of their staff members who is highly sensitive to latex experienced an allergic reaction to the latex gloves that were in the office. The staff member usually does not work in the area where the gloves are maintained; however, she was covering for another staff member and started to experience difficulty breathing and swelling of her throat. She went to her ent specialist and allergist for treatment and was prescribed benadryl and prednisone. She is now feeling better.